Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 540 mg/dl. The customer reported a calibration error alarm, a change sensor alarm and a bad sensor alarm from the insulin pump. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.